Event description:
It was reported that the had driveline power fault alarms. The pump was running fine and the patient was doing well. A review of the log files by technical services found intermittent driveline power fault alarms from (B)(6) 2022 - (B)(6) 2022. The patient's system controller and modular cable were exchanged. The driveline power fault alarm had cleared and had not returned. There was no adverse patient impact. Related MFR #2916596-2022-12006.

Manufacturer narrative:
Manufacturing investigation currently underway. We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4). Date of report 20220629.

Manufacturer narrative:
Manufacturer¿s investigation has identified a specific coding issue that was introduced in the development phase of pinnacle software version 16.4.2 as the root cause of this issue. This coding issue has been corrected and this fix is being distributed to the customer via installation of a service pack, specifically in this case, 16.4.3 service pack 1. Internal cross reference: complaint (B)(4), date of report 20220916.

Event description:
Rtdose export not matching when exporting to mobius. This behavior was identified at a customer site when they exported a treatment plan to 3rd party system mobius to perform a second check. The plan did not pass the second check.